Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ultra 360 patient positioning system (a2009) slipped. The facility has not reported if there was patient involvement, injury, or surgical delay relative to this event.

Manufacturer narrative:
The ultra 360 patient positioning system (a2009) was returned for evaluation: failure analysis and root cause: the complaint is confirmed via inspection of the unit. On inspection, it was noted that the unit handles were not holding properly. They were both adjusted to bring them back to tolerance. Both shock cushions, 1/4 inch pin, and adjustment wrench were all replaced from being worn. Unit was received with the standard adaptor and not the tri-star adaptor. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a